Event description:
A barostim system was implanted on (B)(6) 2025. The patient experienced an infection at both the neck and pocket incisions characterized by a rash and drainage. The patient was referred to an infectious disease specialist for treatment. A PICC line was placed, the patient received IV antibiotics and was placed on a 6-week course of antibiotics. As of (B)(6) 2025, the patient was doing will with their labs improving, however, they were still in process of their antibiotic course. Culture information was not provided.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for these device serial numbers have been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg/csl was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. The patient experienced an infection at both the neck and pocket incisions characterized by a rash and drainage. The patient was referred to an infectious disease specialist for treatment. A PICC line was placed, the patient received IV antibiotics, and was placed on a 6-week course of antibiotics. As of (B)(6) 2025, the patient was doing will with their labs improving, however, they were still in process of their antibiotic course. As of (B)(6) 2025, the PICC line was removed, and the patient was doing well. The site refused to provide additional information, including culture information.

Manufacturer narrative:
Updated fields: a3a, a6, b4, b5, g3, g6, h2, h11 cvrx ID# (B)(4).